Manufacturer narrative:
The pipeline braid was implanted and the remainder of the device has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information.

Event description:
Medtronic received report of pipeline incomplete opening during a procedure. The patient was undergoing embolization of a cystic, internal carotid aneurysm. The vessel diameter was 4.17mm proximal and 3.85mm distal to the aneurysm. Aneurysm neck was 8.47mm. Vessel tortuosity was severe. The devices were prepared as indicated in the IFU. It was reported that 2/3 of the pipeline was deployed and the device appeared flattened. The physician made numerous maneuvers without successfully opening the device. The device was fully deployed and the flattening improved. The pipeline was able to be fully opened by "bumping" with the microcatheter. The braid was placed with good apposition to the wall. The procedure was completed successfully. The patient's current status is normal.

Manufacturer narrative:
Additional information, device evaluation the report of pipeline failure to open could not be confirmed as the pipeline braid was not returned. Any contributing factors from the pipeline braid could not be determined. In regards to the reported resistance during pushwire retraction, the issue was confirmed as the returned pipeline pushwire was observed to be damaged. In addition, it was reported that the pipeline pushwire did not separate during use. However, the returned pipeline pushwire was observed to be separated. It is possible that pushwire separated during shipping. The broken distal end exhibited corrosion, the failure mode for the pushwire separation could not be conclusively determined. It is possible that the patient¿s severe vessel tortuosity may have contributed to the reported resistance when recapturing the pipeline pushwire into the catheter, subsequently causing the damage observed on the catheter (accordioning) and the pipeline pushwire (kinking). Based on the observed damage, it appears that excessive force was used (pushing and pulling). Per our instructions for use (IFU): ¿after the distal end of ped has successfully expanded, deploy the remainder of ped by pushing the delivery wire and/or unsheathing the ped. Manipulation of the microcatheter by locking down the delivery wire and moving both as a system may facilitate the expansion of the ped. If the device is not fully apposed or is kinked, consider using a balloon catheter, microcatheter, or guidewire to fully open it. If high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance. Remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. If the delivery wire cannot be retracted into the microcatheter, carefully remove the delivery core wire and microcatheter simultaneously. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the coating damage on the pushwire appeared to have been caused by mechanical scraping and abrasion by a metal torque device (pin vise) and/or rhv valve. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
Additional information, device evaluation the pipeline pushwire was returned for evaluation. As received, the pushwire was within a catheter with an rhv attached to the catheter hub and a torque device attached to the pushwire. The pipeline braid was not returned for evaluation as it was implanted in the patient. For further examination, the rhv and torque device were removed with no issues. The pipeline pushwire was pushed out of the catheter with slight resistance. The tip coil and capture coil were observed to be separated from the pushwire. The proximal bumper was observed to be missing from the pushwire. Pushwire kink was observed approximately 13cm from the proximal end. The coating of the entire pushwire length was examined under a video inspection system; coating damage was observed approximately 7 to 21.5cm from the proximal end. The broken end of the pushwire was then cut and sent out for sem analysis. Device investigation is ongoing; a follow-up MDR will be submitted when investigation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.